Event description:
This pt was using a curlin 6000 ambulatory pump to infuse his medication. The pump would not prime, beeped and send an error message during infusion. I have not received this pump back from the pt to do testing. This pump was placed in service in february 2018. Annual pm performed march 2019. No prior implants received for this pump. Was this device serviced by a third party servicer? Yes. FDA safety report ID# (B)(4).